Manufacturer narrative:
The customer reported that the multigas unit was broken, but they did not know any other details. They also did not know whether this device was in patient use or not at the time of the failure. Qa has asked for additional details of the failure, but they have been unresponsive.

Event description:
The customer reported that the multigas unit was broken, but they did not know any other details. They also did not know whether this device was in patient use or not at the time of the failure. Qa has asked for additional details of the failure, but they have been unresponsive. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.